Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudo cyst during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent failed to expand. There were no patient complications reported as a result of this event.